Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, an unspecified volume of solution leaked at an unspecified location on the tubing set. It was reported that the top of the cassette was missing. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The info on processing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.